Manufacturer narrative:
The user received glucose suspend alert on (B)(6) 2014, day 4 after insertion. From the return material analysis testing, the returned sensor did not reveal any malfunction.a review of the raw sensor data showed depressed signal and reference channels. The glucose suspend alert was triggered when blue norm went below the threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 21 march 2025. D4. Updated additional device information. G3. Date received by the manufacturer? 21 march 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 28 august 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On 23 dec 2024,senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.